Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that the during the trial the patient developed symptoms from a leakage of cerebrospinal fluid. The device was removed and the patient later had a blood patch to resolve the issue. The patient has recovered without sequelae.